Event description:
The customer reported the ventilator started emitting an odor and they noticed a small amount of smoke from the rear of the device. The customer reported the unit did not shut down and was in use on a patient. The customer reported the device was removed from use and there was no patient harm. The manufacturers field service engineer reported upon power on the unit displayed a vent inop due to an external ram test failure. During visual inspection, the service engineer reported noting a tarnished component on the mmi pcb board. The service engineer replaced the mmi pcb board to address the finding and reported problem. Failure of the mmi pcb board component as reported may result in a failure of the +24v power supply, which may result in the unit restarting or shutting down during normal ventilation mode operation. Performance verification testing was completed and tests passed to specification.